Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Reporter stated that all of the water could not be aspirated from the balloon before removing the device. Reporter stated "when attempted outside of the patient to refill the balloon, balloon would not inflate. Seems port stopped functioning." No further details were provided by the reporter, including patient treatment and outcome.